Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing. Pacing was inhibited resulting in greater than two seconds of asystole. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.